Event description:
The patient reported that their current program was not working well and they wanted to change programs. The patient's patient programmer was lost and replaced. Within 10 days prior to the report the patient had the ability change programs and thought their implantable neurostimulator (ins) slipped into a different program, their settings changed and urinary function decreased. The patient could increase but increasing was painful. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.